Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Wit was reported that the customer had a spontaneous alarm without battery change on the insulin pump. The customer's blood glucose level was unknown mg/dl, the customer was advised that the internal battery pump is likely no longer working. The customer was advised that the insulin pump need to be replaced. No further information was reported.